Event description:
New information received notes that the leadless pacemaker helix was noted to become stretched during procedure.

Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the helix of the lp sustained deformation. The procedure was completed using an alternate lp on (B)(6) 2024. There were no patient consequences.